Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Blood glucose level at the time of the incident was 411 mg/dl, which had not yet been treated. Review of the alarm history showed additional error alarms had occurred. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test and prime/delivery test. Unit received stuck in motor error loop during bolus/basal delivery. Unable to confirm motor position encoder error alarm in alarm history screen due to over written history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test and occlusion test due to motor error alarms. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.